Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing (atp) and shocks. The patient initially appeared to have supraventricular tachycardia (svt) narrow morhphology. However, the rhythm appeared to change to ventricular and appeared to be faster than atrial rate. The shocks dido not convert the rhythm and therapy was exhausted in the ventricular tachycardia (vt) zone. Boston scientific technical services (ts) suggested programming options. The device remains in service. No adverse patient effects reported.